Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to unknown reasons. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement and high capture thresholds. The device was implanted and during recovery patient presented high capture stables with asystole greater than 2 seconds, patient had to be intervened again in order to replace implanted lead. A new lead was implanted. No additional adverse patient effects were reported.